Event description:
During a small bowel resection, the ethicon tlc 75 stapler fired incorrectly resulting in the following: partial stapling of the bowel, half of the bowel not stapled and, a cut the entire way across the bowel resulting in the lumen of the bowel to be exposed.